Event description:
It wa reported that prior to a procedure using a coblator ii controller, the fuse on the controller blew and needed to be replaced in order to function. The procedure had to be rescheduled for the next day while a new fuse was obtained and the controller was repaired. There were no patient complications reported as a result of this event.